Manufacturer narrative:
Per bench service engineer the unit was not returned to the bench for repair for the reported machine and proximal pressure sensors failed. The service call was cancelled. Later the unit was returned under case#(B)(4) for preventive maintenance and gas delivery system (gds) replacement. Per bench service engineer the gds was replaced because it wouldn't respond in diagnostic mode - works ok in monitoring mode. Replacement of the gds may have also resolved the reported machine and proximal pressure sensors failed.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the ventilator alarmed pressure sensor failure occurrence. The customer reported the device was not in use on patient.